Event description:
The customer stated the tubing and reservoir connection is loose, and she has noticed insulin leaking from there. The customer also reported a blood glucose reading of 329 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. We therefore consider this report complete to the best of our knowledge. No conclusion can be drawn at this time.